Event description:
Procedure type: hernia. According to the reporter: the staff does not want to send in any additional details as they are uncertain whether the allergic reaction is due to the product.

Manufacturer narrative:
(B)(4).